Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00814, 00815, and 00816. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the pusherwire of two ruby coils became kinked while advancing through the px slim and were removed. The physician then successfully deployed and detached four ruby coils into the aneurysm. While advancing a new ruby coil, it unintentionally detached inside the microcatheter. The physician attempted to flush the ruby coil into the aneurysm by injecting saline into the px slim; however, it was unsuccessful. The procedure continued using another manufacturer's device and it is uncertain if the same px slim was used to complete the case. There was no report of an adverse effect on the patient.